Event description:
It was reported that a piece of plastic was found dangling from the bd insyte¿ autoguard¿ bc shielded IV catheter tip after removing it from the packaging. The following information was provided by the initial reporter: "rn was about to start IV on pt. As per normal process the angiocath was removed from packaging and examined. It was noted to ave a piece of plastic dangling from the tip. This was not used on pt."

Manufacturer narrative:
Investigation: bd received a 20 gauge insyte autoguard blood control unit from lot 8257531 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that there were traces of lube found on/near the tip of the catheter. Based off the visual inspection the engineer was able to verify the reported defect. However, tipping lube was used during the manufacturing process to reduce the amount of force required for insertion and threading. It is not a foreign substance and has been determined to be safe for use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a piece of plastic was found dangling from the bd insyte¿ autoguard¿ bc shielded IV catheter tip after removing it from the packaging. The following information was provided by the initial reporter: "rn was about to start IV on pt. As per normal process the angiocath was removed from packaging and examined. It was noted to ave a piece of plastic dangling from the tip. This was not used on pt."